Manufacturer narrative:
Multiple products were involved in the event. However, since it is unknown whether all the products contributed to the event, an MDR is being filed for for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- cervical compression procedure- anterior cervical discectomy and fusion (acdf) it was reported that post-op, plates and screws backed out. The screw stuck to the screwdriver which reduced screw purchase when the screwdriver was taken off. This lack of purchase led to plates failure. Patient underwent a revision surgery as a result of the event.